Manufacturer narrative:
(B)(4). The returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to uneven adhesive flow in the hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness. Evaluation summary: visual and functional inspections were performed on the returned device. The hub leak was confirmed. The investigation determined the reported hub leak appears to be related to a product quality issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no incidents.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure as to treat a de novo lesion located above the inferior epigastric artery that was non-tortuous and non-calcified. When the armada 35 balloon was positioned at the target lesion and inflated to nominal pressure, the pressure seemed to be dropping. A leak was discovered at the distal end of the hub near the connection of the non-abbott indeflator. There were no reported issues during preparation. The armada 35 balloon was replaced with non-abbott balloon to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.